Event description:
It was reported that during the implant procedure, there was oversensing on both right atrial (ra) and right ventricular (rv) channels of the device at the same time during an impedance measurement. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).